Manufacturer narrative:
H10: per good faith effort (gfe) response received on 05apr2024, the biomedical engineer (bme) did test verification with respirator lead therapy and confirmed that no problem was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a high priority alarm occurred and would not clear. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that a high priority alarm occurred and would not clear. The bme checked the alarm logs but did not find the device alarm. The investigation is ongoing.

Manufacturer narrative:
H10: per follow-up gfe response received 22apr2024, there was no patient harm as the device was not in patient use at the time the issue occurred. The issue was found during electrical safety test (est).